Manufacturer narrative:
Technical support instructed the account to replace the siderail control cable. Repairs have not been completed.

Event description:
The account alleged the hi/low ran down unintentionally. The account has replaced the footboard and isolated the siderails but is still having the issue. The account unplugged the p3 connector from the main pc board said the bed works properly with p3 unplugged.